Event description:
It was reported that only white link and a short blue limb was seen at needle plunger after the plunger was removed during attempted suture placement in the femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was 6f. Hemostasis was achieved by using a proglide device and adjunctive manual compression was applied for tissue tract oozing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: five used proglide devices with lot number 20507j1 and one plunger assembly were returned for evaluation. The hospital had indicated that one of the five proglide devices was the device that malfunctioned and the other four were successfully deployed. During analysis it was not possible to distinguish which of the five returned devices was the complaint device as none have visible markings of a cuff miss or witness marks with no damage or anomaly and were fully deployed devices. The reported event was unable to be confirmed. Based on visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.